Event description:
It was reported that this right ventricular (rv) lead exhibited noisy signals and oversensing, resulting in inappropriate anti-tachycardia pacing (atp) bursts. The patient, who is pacer dependent and has chronic atrial fibrillation (af), experienced an asystole episode greater than 2 seconds and was recently admitted to the emergency room (ER). Technical services (ts) discussed potential causes and troubleshooting options with the health care professional (hcp), who plans to evaluate the patient further. No additional adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
Correction to h6: patient codes updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited noisy signals and oversensing, resulting in inappropriate anti-tachycardia pacing (atp) bursts. The patient, who is pacer dependent and has chronic atrial fibrillation (af), experienced an asystole episode greater than 2 seconds and was recently admitted to the emergency room (ER). The suspected cause for the noise was an interference from an external stimulator. Technical services (ts) discussed potential causes and troubleshooting options with the health care professional (hcp), who plans to evaluate the patient further. No additional adverse patient effects were reported. This rv lead remains in service.